Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion of the mesh, the patient experienced pain, extrusion, urinary problems, bleeding and dyspareunia. It was reported that the patient underwent mesh revision and trimming approximately 3 months after implant due to mesh exposure. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2006 and a sling was implanted. The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had the concurrent procedures of laparoscopy with laser ablation of endometriosis and removal of loose sterilization devices performed during mesh implantation. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. It was reported that following insertion of the mesh, the patient experienced pain, extrusion, urinary problems, bleeding and dyspareunia. It was reported that the patient underwent mesh revision and trimming approximately 3 months after implant due to mesh exposure. No additional information was provided. No additional information is provided at this time.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.